Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, upon introduction to patient and during aspiration/flush process during initial farawave introduction, electrophysiologist commented that repeated aspirations kept pulling air, signifying a breach in the valve. Air visible in flush port line. The sheath was replaced. No further issue. No patient complications were reported. Device not expected to be returned.